Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient¿s spouse had reported the patient was not feeling well for the last week leading up to the event. Patient was unwilling to drink any fluid, became unresponsive when attempted to go to the local ER. Ems started bls protocol, transported the patient to the closest ER. Acls was continued for 45 minutes, but with no response. Ultimately passed on (B)(6) 2019. The log file for hmii patient ra contained data between (B)(6) 2019 and (B)(6) 2019. During this time numerous low flow alarms were recorded. On (B)(6) 2019 between 1:49am-2:01am a cluster of low flow alarms occurred followed by a pump disconnect from the controller @4:02am. The low flow alarms do not appear equipment related and are most likely due to low volume available to the pump. The cause of death is unknown. No autopsy or pump explant was performed. There was no indication that the device was at fault or operated incorrectly. No further or additional information was provided.

Manufacturer narrative:
Section d4, h4: additional information. Section g3: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not be conclusively established during this evaluation. Additionally, review of the log file provided by the account confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2019. Low flow hazard alarms were captured on (B)(6) 2019, (B)(6) 2019,(B)(6)2019, and (B)(6)2019, when the estimated flow dropped below the threshold of 2.5 lpm. These events did not appear to be associated with elevations in pump power or pi events. On (B)(6) 2019 at 4:02 am, the driveline was disconnected from the controller. Despite the observed events, the pump appeared to function as intended and operated above the low speed limit for the duration of the file. It was also reported that an autopsy was not done and heartmate ii lvas, serial number (B)(6), would not be returned for evaluation. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. In reference to flow, the hmii IFU explains that pump flow is estimated from pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Furthermore, the hmii IFU and patient handbook describe all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.